Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause has not yet been determined, and currently being investigated. The rep clarified that when the blind test was done, the patient reported the change in feeling was not immediately after the app was closed. The patient reports maybe 20minutes after closing the app. Patient will now keep a log of this. This occurred when using both patient and clinician app. The indication for use was nour.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was undergoing a tined lead trial evaluation. The patient had the device done on tuesday (B)(6). The patient reported to the healthcare professional (hcp) on (B)(6) that after finding the appropriate sensory stimulation level and exiting the my therapy app, the sensory feeling immediately diminishes as soon as the app is exited. The patient also reports that once they re-enter the app, the sensation suddenly reappears, but with a shocking sensation to begin with. The hcp has validated this by turning on the stimulation and exiting the app with the patient not being able to see the handset (so done blindly). Hcp reports that what they have observed is very consistent with what the patient reports. Hcp confirmed that patient and himself were exiting the therapy app correctly. There was no communication error was seen. There was no emi issues. Hcp and rep also stated that they have made sure that the applications are properly closed using the button in the left button corner of the handset. Hcp has now replaced both the external neurostimulator (ens) and the handset however none of this resolved the shocking issues and the therapy diminishing once exiting the my therapy app. Hcp has also checked the impedance which they reported as all being normal. Hcp was also able to confirm that once they re-entered the my therapy app that the settings were exactly the same as they were when exiting the app i.e. The system hasn¿t reset back to zero. Hcp had been advised that there may be a possible issues with the lead and percutaneous extension. Perhaps there is an issue with the connection or possible fluid entry at the connection site. Hcp was advised to try other programs to see if this resolves the issue. Rep has also asked hcp to check that the hospital used the correct percutaneous extension with the right lead. The hcp is going to confirm this next week. Rep stated that they were not present during this case.